Event description:
Reference number (B)(4). Event occurred in finland. It was reported that the patient faced an infusion set leakage event on (B)(6) 2026. The leakage occurred at the quick release. The infusion set had been in use for less than twenty-four hours. The blood glucose level was 21 mmol/l. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.

Manufacturer narrative:
E1: patient city:(B)(6) patient country:finland